Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00372251_1644408-2022-00745; s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
The patient's humeral component loosened over time. The proximal end had perforated the anterior cortex of the proximal humerus.